Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a pin lodged into the white power cable of the system controller (serial number: (B)(6)) was confirmed via investigation of the returned controller. Upon initial observation, transmission pin 5 was noted to be lodged within the white cable connector. The pin was removed to continue testing, and the controller was able to support a mock circulatory loop for an extended period of time without issue or alarm. Review of the downloaded log files indicated the pump functioning as intended when the driveline was connected. Provided information indicated that the pin came from the 14v patient cable (lot number: 11020100501). The patient cable and system controller were exchanged. The root cause of the reported event was not able to be determined via this investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, and the heartmate 3 patient handbook are currently available. The heartmate 3 patient handbook (section 3 ¿powering the system¿) describes how to securely connect the system controller to the mobile power unit, power module, and14v batteries. When connecting to any of these power sources, the user is instructed to ensure that the half circle of the controller's power cable is aligned with the half circle of the desired power source prior to pushing together the connection. The user is warned that joining together misaligned connectors may damage them. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible) that are associated with the system controller, including power cable disconnect, and the actions to take if the alarms cannot be resolved. The heartmate 3 patient handbook section 6 ¿equipment maintenance¿) describes how to properly care for and clean all equipment, including the system controller. The user is instructed to inspect the power cable connector pins and mobile power unit patient cable connector pins at least monthly. The IFU states in the ¿guideline for power cable connectors¿ section to ¿line up the half circles inside the connectors¿ gently bring the connectors together, turning them slightly to make the connection, if needed¿ never twist connectors or pull them apart at an angle.¿ the patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a: additional patient information cannot be provided due to personal data privacy legislation/policy. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that when switching from the patients power module (pm) to batteries, a pin form the patient cable remained stuck in the system controller connector. Efforts to remove the pin were unsuccessful. The system controller and patient cable were exchanged.